Manufacturer narrative:
Results: the cat6 had multiple ovalizations at the distal tip, a kink approximately 95.0 cm from its proximal end, and bends at multiple locations along its length. Conclusions: evaluation of the returned cat6 confirmed the device was ovalized at the distal tip and had a kink. This damage was likely a result of repeated forceful manipulation of the catheter during the first two passes. If the catheter is forcefully manipulated within patient anatomy, the catheter may become damaged. The ovalizations near the distal tip likely contributed to the lack of aspiration noted during the procedure. Further evaluation revealed the cat6 had bends at multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. The non-penumbra 6f sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat6 aspiration catheter (cat6) to remove a thrombus in the superficial femoral artery (sfa). During the procedure, the physician successfully completed two passes using a cat6 with a non-penumbra 6f sheath. During the third pass, the physician did not mention resistance while advancing the cat6 through the sheath; however, the physician noticed that the aspiration had stopped. Therefore, the cat6 was removed. Upon removal, the physician realized that the distal end of the cat6 had become flattened. The procedure was completed using a new cat6 and the same 6f sheath. There was no report of an adverse effect to the patient.